Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR received user facility report # (B)(4), stating that radiologic studies demonstrated a disconnection of the bend relief from the sealed outflow graft. The pt was admitted for operative repair of the disconnect. The procedure was performed by implantation of a sealed outflow graft bend relief collar.

Manufacturer narrative:
The report of a sealed outflow graft bend relief disconnect could not be confirmed by the MFR as the pump is still in use supporting the pt. There were no reported issues from the hospital regarding the connection of the sealed outflow graft bend relief at implant. X-rays images were not provided to the MFR. The hospital reported that an outflow graft bend relief collar was placed onto the sealed outflow graft bend relief to repair the disconnect. The pt remains on-going on lvad support with no further issues reported to the MFR. These reports of disconnection of the bend relief from the sealed outflow have been addressed through the MFR's corrective/preventative action system, updating device labeling, an urgent medical device correction notice (2916596-2/24/12-001-c) and a sealed outflow graft bend relief collar (sobr collar) used to secure the bend relief to the sealed outflow graft and increase the assembly's resistance to forces that would tend to dislodge the bend relief. This design modification was approved in a PMA supplement and has been implemented. The attached user facility report # (B)(4) was received. A review of device history records for the returned devices showed no deviations from mfg or qa specifications. No further info is available. The MFR is closing its file on this event.